Event description:
Ous MDR - on (B)(6) 2013, the ICD was implanted. After discharge, artifacts were seen in the rv lead via home monitoring. No shocks were delivered. On (B)(6) 2014, another operation was performed. No artifacts could be triggered. The pace/sense part of the rv lead was deactivated, and this ra lead was implanted. No artifacts could be reproduced intraoperative. A dft test was performed before discharge (it was forgone during the operation due the patient's state of health), and again, there were artifacts in the right ventricle, which could not be reproduced with provocation. On (B)(6) 2014, the crt-d was explanted; the leads were measured intraoperative with good values. The ra lead was explanted since the values of the rv were good. This lead was the only part of the system that was not returned for analysis.

Manufacturer narrative:
The setrox s 60 and the linox s 65 were not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of these leads was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of material defects or manufacturing errors for either the leads or the ICD.